Manufacturer narrative:
An event of device deployed into bulbous shape was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. One video was received from the field appearing to show the device presenting bulbous deformation whilst being re-deployed in saline. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer talisman delivery sheath. During implant the right atrial disc took on a mushroom shape. The device was removed from the patient and reloaded. The device was placed in saline and re-deployed. The device maintained a mushroom shape. It was also noted that the device size was too small for the defect. The device was replaced with a new larger amplatzer talisman pfo occluder. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024. During implant the right atrial disc took on a mushroom shape. The device was removed from the patient and reloaded. Another attempt was made to deploy the device. The device maintained a mushroom shape. It was also noted that the device size was too small for the defect. The device was removed from the patient and replaced with a new larger amplatzer talisman pfo occluder.